Event description:
The customer reported the ac power and battery charge leds were not lit. This could indicate a failure to power up on ac power. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips fse and the symptom was verified. The issue was localized to a failed power supply. The power supply was replaced to resolve the issue.